Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Data was evaluated and the allegation was confirmed for transmitter 4259 et. Additionally, it was determined that a normal sensor expiration and signal loss occurred. The probable cause could not be determined. No injury or medical intervention was reported.